Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On december 7, 2020, olympus medical systems corp. (Omsc) received the literature titled "radial probe endobronchial ultrasound using a guide sheath for peripheral lung lesions in beginners". This study was conducted the endobronchial ultrasonography using a guide sheath (ebus-gs) for 200 patients with peripheral lung lesions between december 2015 and january 2017. In the literature, it was reported that two patients developed pneumothorax but resolved spontaneously without the need for chest tube drainage, and one patient suffered a pulmonary infection after the procedure. And, during ebus-gs, breakage of the guide sheath occurred in one patient. In the guide sheath breakage, the two long axes of the bronchoscope and the guide sheath were discordant such that the guide sheath bent due to the application of pressure vertical along its long axis. Based on the available information, detailed information of the subject device was not provided, and there is no description of the relationship between the events and the guide sheath breakage. Omsc assumes that the guide sheath breakage was not a reportable event. However, omsc assumes that one patient of pulmonary infection might be a reportable serious injury. Omsc will submit one medical device report (MDR) for one patient of pulmonary infection with the subject device.